Event description:
Event description cpi received information that this endotak transvenous defibrillation lead's rate sensing portion was capped. An invasive procedure was performed due to 'noise in the system'. The physician elected to implant a new rate sensing lead.